Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #: 1225714-2013-02407.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-02406 and 1225714-2013-02407.

Event description:
Additional information further specifies that patient experienced a sudden cardiac event and subsequently expired the day after that cardiac event. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.